Event description:
It was reported that a patient underwent an additional procedure approximately 4 months post implantation due to cerclage cables occluding the superficial femoral artery. The cables were removed and the vessel was stented open. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D6b: explanted on unknown date in (B)(6) 2023. D10: cable cerclage cable with crimp 1.8 mm dia. 635 mm length cat#00223200418 lot#64767779. Cable cerclage cable with crimp 1.8 mm dia. 635 mm length cat#00223200418 lot# 64781160. Cable cerclage cable with crimp 1.8 mm dia. 635 mm length cat#00223200418 lot# 64781160. Cable cerclage cable with crimp 1.8 mm dia. 635 mm length cat#00223200418 lot# 64872651. Cable cerclage cable with crimp 1.8 mm dia. 635 mm length cat#00223200418 lot# 64970958. Cable cerclage cable with crimp 1.8 mm dia. 635 mm length cat#00223200418 lot# 65002935. Cable cerclage cable with crimp 1.8 mm dia. 635 mm length cat#00223200418 lot# 65002935. Cable cerclage cable with crimp 1.8 mm dia. 635 mm length cat#00223200418 lot# 65002935. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02523, 0001822565 - 2023 - 02524, 0001822565 - 2023 - 02525, 0001822565 - 2023 - 02526, 0001822565 - 2023 - 02527, 0001822565 - 2023 - 02528, 0001822565 - 2023 - 02530, 0001822565 - 2023 - 02531.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h6, h10. Reported event was confirmed by review of radiographs. Review of the available records identified following: revision due to cerclage cable occluding superficial femoral artery removed cables and implemented stents. The patient now has complex regional pain syndrome in their left foot. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.